Manufacturer narrative:
The reported complaint of the autopulse platform (sn (B)(4)) displayed fault code 29 (loss of brake connectivity) error message was confirmed during the functional testing and in the archive data review. The root cause was due to the defective drivetrain motor likely due to a defective component. Upon visual inspection, cracked front cover and multiple cracked screw well on the bottom cover were observed likely due to user mishandling such as a drop. The observed physical damage is not related to the reported complaint. The damage front and bottom covers need to be replaced to address this issue. In addition, unrelated to the reported complaint, the encoder drive shaft does not rotate smoothly, exhibits binding and resistance due to a sticky clutch plate. The sticky clutch plate needs to be deburred to address the issue. The cause for the sticky clutch could be due to frequent use of the device. The impact of a sticky clutch was not severe enough to make the platform non-functional. During initial functional testing, the autopulse platform displayed fault code 29 error message during take-up, thus confirming the customer complaint. The archive data review showed occurrence of fault code 29 error message on the reported event date, thus confirming the reported complaint. The brake monitoring circuit detected a loss of connectivity on the brake driving circuit due to a defective drive train motor. Waiting for customer's approval for service. Historical complaints were reviewed for service information related to the reported complaint and there was no previous history of complaint reported for autopulse platform with serial number (B)(4). The death was not related to the autopulse device. The autopulse is used as an adjunct to manual CPR in cases of clinical death. The benefit of using the autopulse is that it in part substitutes mechanical compressions for the physical labor of manual chest compressions. If the autopulse did not start or unexpectedly stops compressions, rescuer should revert to manual CPR, which is the standard of care. The autopulse was intended to be used as an adjunct to manual CPR on adult patients. In case of stoppage of autopulse the trained user reverts to manual CPR. The transition from autopulse to manual CPR by trained users is similar to the time necessary for rescuer rotation, and presents the same workflow as manual CPR. Hence, based on available information, the patients' outcome was not negatively impacted by the interruptions when compared to standard of care manual CPR. Out-of-hospital cardiac arrest (ohca) is one of the main causes of death in industrial nations. About 25% of patients survive this event and make it to the hospital, and even fewer patients survive after 24 hours (nichol, nejm, 2015). In the united states, survival to hospital discharge after non-traumatic emergency medical services-treated cardiac arrest with any first recorded rhythm was 10.6% for patients of any age. Of the bystander-witnessed out-of-hospital cardiac arrests in 2011, 31.4% of victims survived to hospital discharge (mozaffarian, circulation, 2016). Death is an expected outcome for ohca.

Event description:
During deployment for a male cardiac arrest patient age 53 with history of alcohol abuse, the autopulse platform (sn 35044) displayed fault code 29 (loss of brake connectivity) error message upon power up. The crew continuously performed manual CPR during troubleshooting. However, unable to clear the error message. Return of spontaneous circulation (rosc) was not achieved and patient expired. Per customer, the death of the patient is not related to the autopulse platform.